Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated and vela infrarenal device. During a routine follow up CT, it was discovered that the patient had and endoleak type ia. The physician placed an additional endologix cuff and a non-endologix cuff with an aptus screw to successfully seal the leak. Patient was reported to be doing well post repair.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary endovascular procedure. Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type ia. Additionally there was evidence to reasonably support the following observation; sac growth. The most likely cause of the proximal loss of seal was the off-label neck anatomy, however the short segment dissection below the right renal artery likely contributed to this event. Procedure related harms and final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. Reportedly, the patient is doing well post the repair procedure. To date there has been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.